Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Please disregard the initial medwatch report for MFR number as this report was submitted in error. Upon further review of the complaint, it was indicated that the patient experienced issues with calibration readings and not inaccuracies. Please refer to (B)(4) for the reported calibration reading issues.